Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera not working issue and scope communication error code e226 is coming intermittently during an maintenance involving an olympus autoclavable camera head. There was no patient injury reported.